Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed the minute ventilation (mv) signal on the right atrial (ra) channel. The oversensing led to inappropriate atrial tachy response episodes. The patient's intrinsic rhythm was present during the episodes and prevented any gaps in pacing therapy. Abrupt jumps in atrial impedances were also noted. The impedances were not out of range but are believed to have contributed to the mv oversensing. Additionally, noise consistent with electro-cautery was observed from the implant date and was believed to be associated with the implant procedure. This ICD remains in service and was reprogrammed to turn mv off. The ra lead is a competitor product. No adverse patient effects were reported.